Event description:
Hcp reports pt presented "2 months" ago with decreased visual acuity in left eye "n/a", an increase in back pain, and pupil edema. A csp tap was performed with "nl pressure/javid infection." MRI of the brain was negative. Pt outcome is reported to be "in progress."